Manufacturer narrative:
The actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph revealed that the ink on the label was removed, making some parts illegible. This ink was water-based; therefore, contact with isopropyl alcohol and other liquids caused this failure mode. The reported condition was verified. The cause of the condition is most likely due to user wiping with isopropyl alcohol. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the writing on the primary package label of unspecified units of clearlink system, solution sets was smearing. This occurred while the products were wiped with isopropyl alcohol. There was no patient involvement. No additional information is available.